Event description:
It was reported via a voluntary medwatch that following a percutaneous procedure, a vascular surgeon deployed an 8f angio-seal vip device. The pt was dischaged. Later bleeding occurred from the groin and the pt was seen in the emergency room. The pt was admitted for observation. The gender of the pt is unk. No additional info is available for this event. The event occurred sometime in 2008.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the punture site. If necessary, monitor pedal pulses. The angio-seal device IFU states that once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing which could result in bleeding.